Event description:
A (B)(6)male patient contacted zoll customer support to report that the electrode belt would not properly connect/disconnect from the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not connect/disconnect properly) has been confirmed. As received, the trunk cable connector was damaged. The cause of the inability to properly connect and disconnect is the damaged connector. The cause of the damaged connector is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.